Manufacturer narrative:
Per the clinic, on (B)(6) 2016 the patient underwent revision surgery to have granulation tissue excised from around the abutment; during the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
This report is filed, april 14, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the implant site. The patient was prescribed oral and topical antibiotics (dates and durations not reported). The implanted device remains.